Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) and another manufacturer's rv lead was brought in for defibrillation threshold (dft) testing. All lead measurements were within normal limits prior to dft testing. Fluoroscopy of the lead also appeared fine. During dft testing a 31 joule shock was delivered that slowed down the rhythm but did not convert the patient. Another 31 joule shock was delivered in the ventricular tachycardia (vt) zone which also did not convert and indicated a ventricular fibrillation (vf) episode with no therapy delivered. A warning message appeared indicating a shorted lead condition. The shock lead impedance reported was less than 20 ohms. A revision procedure was performed and there was difficulty experienced loosening the distal coil setscrew. A few different torque wrenches were attempted and broke in the process. The rv lead was surgically abandoned and a new lead was implanted. The physician planned to test the new lead with the device, but was unable to after the issues experienced with the setscrew. A new device was successfully implanted and dft testing was performed with the a 21 joule shock. No additional adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspections noted that the df seal plugs were torn. There was also a hole in the df- seal plug. The df retainer rings were bent upward, which indicates excessive force was used to retract the setscrews. The rv+ setscrew was stuck in the up position and the retainer ring was also bent. The force required to free the setscrew was measured to be 23 in-ounces. All other setscrews moved freely and operated normally. Lead impedance testing was performed and was appropriate. Manual electrical testing noted normal pacing, sensing, and shocking functions. Analysis testing could not confirm the reported low shock impedance issue but was able to confirm the setscrew issue. The damage to the setscrew and bent retainer rings are consistent with induced damage.